Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 12.0mmol/l. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device had a scratched display window and cracked reservoir tube.